Event description:
It was reported that the customer's insulin pump had a crack that spanned from the screen up to the battery compartment. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The pump was received with no cracks on the battery compartment. However, the pump had a cracked case at the display window corners and minor scratches on the lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).